Manufacturer narrative:
The customer provided additional information. All the probes have been replaced and daily maintenance was carried out. The customer had another patient with discrepant glucose results. A specific date of occurrence was not provided. The patient's initial gluc result was 39.46 mmol/l and it was reported outside the laboratory. The staff in accident and emergency questioned the result. The sample was repeated on the original analyzer and the result was 10.11 mmol/l. The sample was then tested on a cobas 6000 and the result was 10.1 mmol/l. The patient was not adversely affected by this event.

Manufacturer narrative:
The field service representative went on site. He found blockage in rinse station 3. The probe was partially obstructed internally by a piece of a cuvette plastic. In the past, the customer had a crash that damaged a cuvette, which would explain the source of the plastic. The calibration and quality control were acceptable and the customer is monitoring the situation.

Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) results on their c702 analyzer. The customer provided data for three patients, one of which had discrepant results that were reported outside the laboratory. The patient's initial gluc result was 25.1 mmol/l. The sample was repeated on the same analyzer and the result was 4.6 mmol/l. The laboratory informed the patient's doctor of the discrepant result. There were no reports of any adverse events. The gluc reagent lot number and expiration date were not provided. The field service representative went on site. He removed the covers from the reaction disks and the ultrasonic mixers (usm) were all covered in crystallized deposits. He cleaned the mixers and checked all in- service software usm settings and they were ok. Cuvette mixing was ok. He performed air purges to check pipettors and all were ok. There were no drips and the valves were ok. He performed a mechanical check. The cuvette volumes were ok. The gear pump pressure was checked and it was ok.

Manufacturer narrative:
This event occurred in (B)(6).